Event description:
Related manufacturer reference number: 2017865-2021-38049, 2017865-2021-38047. It was reported the patient presented in clinic due to an infection of their implantable cardioverter defibrillator pocket, which was identified by redness, swelling, and discharge. The patient's implantable cardioverter defibrillator, atrial lead, and right ventricular lead were explanted without issue. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.